Event description:
It was reported that the pump stopped all insulin delivery. There was no pt involvement, as the issue occurred when the pump was turned on for training and had not yet been used on the customer.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.